Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming functional vxi testing due to its display being out of specification, it was missing pixels. It was further noted that the ring cover was contaminated and the ring was bent. The device was to be scrapped in-house. (B)(4).